Event description:
On (B)(6) 2022, information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had a catheter revision because it was discovered on a myelography around (B)(6) 2022 that showed the catheter "fell from the upper thoracic to the mid thoracic". No symptoms or patient complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2022 product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.